Event description:
It was reported that the user experienced difficulty waking and unlocking the ilet using the wake button, which improved after placing the device on the charging pad and after a restart. Symptoms included no changes in blood glucose. Outcomes included no alerts or alarms and no impact to therapy delivery reported. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the device functioned after restart and charging, consistent with transient user interface responsiveness or power state behavior; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce a persistent fault.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.